Event description:
It was reported that the tip of the obturator driver broke during use in a posterior fixation spinal procedure at t12-l3. No patient injury or complications were reported.

Manufacturer narrative:
(B)(4). Submitted pictures appear to show plastic deformation just below fracture. Fracture surface appears to be a fairly brittle fracture surface, with visible circular material flow, consistent with torsional overload during usage. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.